Manufacturer narrative:
Select patient information cannot be included in regulatory report due to regional privacy regulations. Continuation of d10: product ID: evfxplus-23, (serial: (B)(6)); product type: 0195-heart valves; implant date n/a; explant date n/a; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the attempted implant of a transcatheter valve in a previously implanted 19 millimeter (mm) non-medtronic surgical aortic valve, the patient had a root angle of 65 degrees and ascending aorta dilated to approximately 40 mm, but delivery catheter system (dcs) passage was achieved. During the attempted implant, the axis of the dcs became "upright" causing the implant position of the valve to be too deep. Therefore, the valve was recaptured and repositioned at a shallower angle; however, the valve dislodged toward the ascending aorta during the "parachute" phase, and the non-medtronic guidewire slipped out slightly. The guidewire could not reach the apex when attempting to advance the wire back through the dcs. Subsequently, the system was withdrawn from the patient, and a new valve, new dcs and new compression loading system (cls) were used to successfully complete the procedure. No patient complications were reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that no pre-balloon dilation was performed. The patient's root angle is horizontal (65 degrees) and the surgical valve inner diameter was originally small which contributed to the dislodgement. The hat marker was aligned with the lower edge of the surgical valve and the height was adjusted while proceeding with deployment. Prior to dislodgment, the non-coronary cusp (ncc) and left coronary cusp (lcc) was at about 1-2 mm. And after the dislodgement, the ncc and lcc were in a minus position.